Event description:
Reportable based on device analysis completed on 06 feb 2024. It was reported that visualization issues occurred. The 80% stenosed, 32mm x 3.5 target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image could not be shown. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached and was not returned for analysis impedance testing shows a good unit. Image test could not be performed due to the condition of the device.